Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The infusion site was changed multiple times. The customer's blood glucose level was 180 mg/dl. A pump system check was performed using the current supplies on the pump and the occlusion was found to be within the cartridge. Reportedly, the customer had been using novolog insulin in the cartridge for approximately a week.